Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828810pl) was suspected of having protein build up and improper priming. The patient was not draining. The valve was implanted 2 weeks prior to this report and has had complications since being discharged from the hospital. The valve was removed. No additional information has been provided after several attempts.

Manufacturer narrative:
The certas valve (ID (B)(4)) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected, needle hole was noted in the needle chamber. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux and pressure. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.

Event description:
N/a